Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during a pre-dilatation with the voyager balloon catheter, the balloon ruptured at 6 atm. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, interaction with other devices, pt anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was mildly tortuous and moderately calcified, which could have contributed to the balloon rupture. A review of the mfg records show no units rejected for balloon damage. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported balloon rupture.